Event description:
Sterile processing reported that they were unable to get the tcn nitinol rf probes clean; blood remained inside the probe. Sterile processing reported that the integrity of the seal was affected. Probes taken out of service.